Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the extension tube had detached from the bd nexiva¿ closed IV catheter system. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the extension tube had detached from the bd nexiva closed IV catheter system. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The lot number associated with this account was unknown therefore, DHR review could not be reviewed. Received one 24ga bd nexiva catheter-adapter extension set with no packaging. The remainder of the unit (needle assembly) was not returned for evaluation. The extension tubing was detached from the straight adapter. There was residual tubing material within the port of the straight adapter. The tubing edges at both ends were rough (ragged-jagged). Bonding on the tubing vs the wall of the adapter was confirmed. Investigation conclusion: indeterminate. A definite failure that caused the separation on the adapter/tubing could not be established. The separation does not show any signs of physical or mechanical evidence confirming or supporting manufacturing related issues for the defect. Jagged edges indicate that the tubing was torn or pulled away from the straight adapter possibly through manipulation by the patient and/or clinician.